Event description:
Hemobahn was introduced and placed. When pulling the string, it was harder than usual and then it broke. There was still about 1 cm of unopened hemobahn on the catheter. The doctor tried with catheter and balloons to open the last cm. For 3 hours. After the second cut of the hemobahn catheter close to the intro. Sheath (the first one was close to the hub). He found part of the string to pull and release the last cm of hemobahn.